Manufacturer narrative:
Evaluation determined: no product was returned for evaluation. Therefore, the cause of the loose screw could not be determined. The review of the device history records did not note any nonconformance in production. Therefore, the device was manufactured to specifications. The device item number was returned as unknown. Since, the item number was reported as unknown, then, a UDI number could not be obtained and provided.

Event description:
This report is a summary of two (2) malfunction events. A review of the event(s) involved a device experiencing a broken abutment involving the hex or screw. No adverse event patient information was reported. No information regarding patient demographics have been provided.